Event description:
It was reported that the patient complained of fatigue. The lead exhibited loss of capture due to dislodgement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.